Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited right ventricular lead noise due to oversensing of myopotentials. No device intervention was performed. The patient was stable.

Event description:
New information received notes that the right ventricular lead exhibited noise. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular lead exhibited noise and noise reversion episodes. No device intervention was performed. The patient was stable.